Manufacturer narrative:
Based on the claim against the product by the customer noting not working, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the primary failure of thermal damage-exposed electrode to be related to the customer reported complaint. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument passed an electrical continuity test on 3 out of 3 attempt. The instrument was placed and driven on an in-house system. The instrument passed the energy delivery test on 3 of 3 attempts. There were no signs of arcing observed. The root cause of this failure is attributed to mishandling/misuse. Additional observation(s) not reported by site were also identified: the maryland bipolar forceps instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input shaft #6 and #7. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stress can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break an separate from the instrument. This complaint is reportable malfunction event due to the following conclusion: the maryland bipolar forceps instrument had charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The thermal damaged has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was not working. There was no report of patient involvement.